Event description:
During the patient's operation, laparoscopic appendectomy, an endo gia stapler was used. When the surgeon went to use the stapler, a stapler re-load did not fire. The jaw on the staple load closed, but the staples did not come out. The stapler re-load was taken out of the patient and a new one was used. The patient was not harmed and the stapler re-load was passed off the sterile field and given to management.